Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from four (4) different patients that were generated by the access instrument. The elevated accu tni results were: 0.78ng/ml, 0.98ng/ml, 1.21ng/ml, and 1.29ng/ml for patients a to d respectively. The accu tni results were not reported out of the lab. The customer indicated that the patients¿ original samples were re-tested for accu tni. The repeat accu tni results were: 0.00ng/ml, 0.07ng/ml, 0.01ng/ml, and 0.04ng/ml for patients a to d respectively. No additional event information was provided. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Investigation summary (post event): the customer indicated that qc was within their specifications prior to the event. System checks performed on (B)(6) were within specifications. The samples were collected in 13x100 becton dickinson serum separator tubes. The specimens were centrifuged at 4,000 rpm for 5 minutes. A field service engineer (fse) was dispatched to the customer lab. The fse ran system check, which passed. The fse performed a diagnostic test, which partially failed due to one flier on lumwashson test. The fse replaced a wash pump seal and performed volume check; the results were within specifications. The fse replaced all aspirate probes, tubing and a dispense probe. The fse repeated diagnostic test; all results were within specifications. The fse verified that the instrument was performing per established procedures. Although the fse noted hardware issues, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.